Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked and bleeding glass. Unable to test for a blank display due the cracked and bleeding glass. The pump also had minor scratches on the lcd window.

Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was unknown. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.